Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The device was unable to perform the operating currents test due to the unresponsive buttons. The device was received with minor scratches on the liquid crystal display window.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed battery out limit, alarmed button error, and had an unresponsive keypad. She stated that the insulin pump showed battery out limit and kept beeping. She stated that she could not clear the alarm and that there had been a button error alarm prior to the battery out limit alarm. She stated that the customer was trying to remove the battery at the time of the issue. The customer's blood glucose was 180 mg/dl. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.